Manufacturer narrative:
Patient ID/initials and weight are unknown. Device broke intra-operatively; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that intra-operatively wen the surgeon put pressure on the locking compression olecranon plate (lcp), it broke. There was about a ten (10) minute surgical delay. All of the broken fragments were reportedly removed. No information about patient condition and outcome. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 436.502, lot 3550105: release to warehouse date: october 01, 2010, manufacturing location: (B)(4). The raw material certificate was reviewed. In the certificates it is reported that the material fulfils the specification. No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the investigation has shown that the plate is broken as complained. The breakage occurred in the proximal part of the plate at the transition between the first and second plate hole. The broken off part was returned for investigation. The plate presents normal signs of use. The review of the device history record revealed that this implant was manufactured in october 2010 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The critical feature in regards to this breakage is the bar thickness at the transition area to the most proximal plate hole. The measurement of this feature has shown that the dimension is in accordance with the technical drawing. The material of the lcp olecranon plate is in compliance with the international standards for implants made of ticp. Review of raw material certificate indicates that material conforms to specifications. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a material or manufacturing related issue can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.